Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient (B)(4).

Event description:
Information was received from a consumer regarding a patient currently receiving baclofen (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the patient thought that the ptm (personal therapy manager) would tell her when to come in for a refill. The patient's next refill date was in (B)(6), but the ptm was telling her it was (B)(6) 2016. The pump was refilled every two months. The patient missed a refill in (B)(6). She went 5 months without a refill. Her physician's office was upset. The serial number of the ptm, the reason for the missed refill, patient symptoms, troubleshooting performed, the actions/interventions taken, and the cause of the ptm displaying the incorrect date were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.